Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide with a 6 fr sheath after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss experience for this event, because the suture, link, posterior needle tip, and both cuffs were not returned with the device. Without the return of these components, the scope of this investigation was very limited. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.